Event description:
It was reported that a user of ilet with an fsl3+ sensor experienced a pairing failure when attempting to scan the sensor to the ilet, and the scan was initially unsuccessful until the user force-closed the app and rescanned, after which the scan succeeded and the sensor entered warmup. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or therapy beyond the temporary interruption in pairing. Investigation included customer technical support troubleshooting and user education. Investigation of this case revealed that the issue resolved after application restart and repeat scan, consistent with transient connectivity or app-state behavior. It was concluded that the device functioned as intended after standard troubleshooting and that no patient injury occurred.